Event description:
It was reported that when attempting to place the stent, difficulty was encountered navigating the biliary tree. The item was removed & replaced with a competitor's product to complete the procedure. No pt injury or further complications were reported.